Manufacturer narrative:
The patient had a prior admission for driveline fatigue referenced in manufacturer report number # 2916596-2021-03428. (B)(6) medical center was the customer site. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a low speed on (B)(6) due to driveline fatigue but there was no record of pump stop found. On (B)(6) 2021 the patient had a pump stop while sleeping on power module, likely related to driveline disconnection. A pump exchange was scheduled. A power cable disconnect occurred when power module cable was connected to the controller during the pump exchange procedure on (B)(6) 2021. The light on the white cable side was activated. The power module cable was replaced, which resolved the alarms.

Manufacturer narrative:
A1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log files. The submitted log file captured a low-speed event and 1 pump stop while the patient was supported by the patient cable and power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, and is consistent with the evaluation of the returned pump. The pump was returned with the driveline cut approximately 5 inches from the pump housing and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were not returned. Only the outflow elbow was returned attached to the pumps outlet port. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of any adhered or developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Following the visual inspection, both portions of the driveline were submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed that the red wire, on the distal portion of the driveline, had multiple breaches at approximately 30 inches from the controller connector. The conductors of this wire were exposed. The insulation breaches of the red wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. All other wires did not reveal any areas of current leakage in the insulation. The pump end portion of the driveline did not reveal any discontinuities or shorts so the device was rebuilt and functionally tested under loaded conditions; the device operated as intended. If the exposed conductors of the red wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07mar2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The hmii IFU, as well as the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on the duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.